Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that towards the end of a case, the site brought the passive planar probe into the field to navigate. The camera was seeing the instrument, however, it was only navigating the crosshairs and not showing the instrument in any of the views. The medtronic representative had to come out of the software to reverify the instruments to continue. It also happened a second time. There was a 30 second delay for this issue. There was no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #:(B)(6), ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.